Event description:
Due diligence has been completed. The customer did not return the pump for evaluation. No picture was provided for evaluation. A history of the service records for this device could not be reviewed as no serial number or log files were provided by the customer. A device history review could not be conducted as no serial number or log files were provided by the customer. The reported issue of "some trouble with the touchscreens related to having to touch it multiple times to get it to respond and having delayed responsiveness" cannot be confirmed or refuted. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No further actions required.

Event description:
The following has been reported: patient services director reported: one unit in particular had mention some trouble with the touchscreens related to having to touch it multiple times to get it to resond and having delayed responsiveness. Biomed followed that up with asking the question on several other units, and they had the same issues. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Screen no input) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.